Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Upon visual inspection the powder had hardened inside of the open package. The back of the packaging shows blue discoloration. The sterile barrier of the packaging had been opened. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when the customer opened the cobalt cement hv powder, part of the powder had already hardened. The surgery was finished with backup product. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.